Manufacturer narrative:
The alaris pump module was received for evaluation and a visual inspection did not identify any damage or deficiencies. The event and error logs were downloaded. A review of the event log identified the following sequence of event having occurred on (B)(6) 2019: 17:01:28 pump module attached to pcu serial number 14933888 in position a. 17:01:32 pump module channel selected. 17:01:46 infusion started at 999.0ml/h with a vtbi of 980.0ml. 17:18:59 pump module alarmed air-in-line and stopped the infusion. 17:24:12 pump module door closed. 17:24:13 infusion restarted. 17:24:16 pump alarmed channel malfunction and stopped the infusion. 17:24:25 pump module channel off an internal inspection did not identify any fluid ingress, damage or deficiencies. The upper pressure sensor was replaced as a precautionary measure. A performance verification procedure (pvp) was completed and all results were with specification. The pump was subjected to a continuous infusion for >24 hours which was completed failure free. This investigation has confirmed the reported issue via the event and error log, however the testing performed did not reproduce the error or identify a root cause.

Event description:
It was reported that a channel error occurred during an unspecified infusion in the emergency room. The channels were changed by the clinician and there were no subsequent problems. There were no further details regarding the event or the impact to the patient.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is a channel error. From the reported information there is patient harm is unknown at this point. No user harm as a result of this incident.